Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced "bad power entry module", which was clarified by the reporter as the battery was dead. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information:  the device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The bad power entry module was verified. The cause was determined to be the six-pin connector on the rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.